Event description:
On (B)(6) 2016, it was reported by the physician's office that the vns patient was recently hospitalized due to seizures. The patient was referred for surgery but no known surgical interventions have occurred to date. A battery life calculation using the available programming history showed 0 years remaining. Clinic notes were received for the patient's office visit on (B)(6) 2016 indicating that the patient's exact seizure frequency was unknown but it was not daily. The patient's device was tested and diagnostic results, including magnet mode diagnostics, showed normal device function. No further information relevant to the event has been received to date.

Event description:
The patient had generator replacement surgery. The explanting facility does not release product to the manufacturer; therefore, no analysis could be performed. No further relevant information has been received to date.